Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device's fluoroscopy was not functioning properly. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device's fluoroscopy was not functioning properly. No harm was reported to philips. Philips has started an investigation of this complaint.